Event description:
Procedure type: esophagectomy. Patient: male, not obese. According to the reporter: the patient has gone through radiation therapy (stomach radiated). After firing and removing the device, the distal staple line was complete, but not the proximal side. Upon digital examination, a hole was found on the proximal side. More over the distal donut was normal, but the proximal donut was incomplete. The surgeon resected the anastomosis and applied another device, and completed the procedure successfully. There was a two hour delay to surgery, and no bleeding was reported.